Event description:
Pt suffered withdrawal symptoms after nursing home did not alert hcp of pt hospitalization. No report of device explantation. A follow up report will be sent when additional info is received.